Event description:
(Pt fully recovered) bioabsorbable sling placed in 2002. Bulge at site of suspending urethral sling with erosion at one of the tips. In 2003, removal of periurethral portion of sling keeping lateral portions intact. Sling cultured and found positive for mrsa.